Event description:
Patient reported issues with their insulin pump, including failures during long trips and lack of insulin delivery while away from home. There was no reported impact on the patient's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.